Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but could not duplicate the reported issue. Upon review of the iabp log files it was observed that the iabp unit had alarmed for the reported issue. The fse tested the iabp unit with a trainer and patient mini-simulator and observed that the iabp unit triggers without failure. The fse tried multiple amplitudes and frequencies with no change in trigger. As a precaution, the fse replaced the ECG leads, and ECG trunk cable. Unrelated to the reported issue, the fse replaced the expired 9v battery for the critical alarm board. Unit passed all functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) customer states unit was not triggering from ECG and that there was no ECG signal on display. Customer switched to pressure source (transducer) and unit began to operate off of the pressure trigger. She swapped electrodes and checked all ECG connections but could not maintain an ECG signal customer swapped unit out with a cs300 and ECG trigger began working. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11.corrected fields: b6, b7, g1(contact person).

Event description:
N/a.